Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Alert - lead integrity alert triggered: 1 - patient alert for lead failure predictor on (B)(4) 2011 07:50:42. Sensing - oversensing: 14 - ventricular nst<=210 ms between (B)(4) 2011 06:47:02 and (B)(4) 2011 10:16:51. Sensing - interference/noise: ventricular short interval count v-sic=132.6 counts avg/day, in 192.19 days, between (B)(4) 2011 09:54:38 and (B)(4) 2011 14:23:02.

Event description:
It was reported that an alert triggered for oversensing and noise on the right ventricular lead. It is possible that the electrode may not be properly aligned in the connector port. Follow-up was conducted to obtain information to see if the problem was the lead or the connector but attempts were unsuccessful. Records indicate the device remains in use. No further patient complications were reported as a result of this event.